Event description:
Report received from abbott international affiliate that states, "the client reports that blood was slowly draining from the entry port of the clave (around the poppett). The extension set was connected to a peripheral line and was used for intermittent meds with normal saline flushes. The length of time the device was in place before the leak was noted is unknown. The 'defective device' was removed and a new one applied without further incident, the peripheral line remained patent. No other clinical informaiton available." Although requested, no additional information has been provided.